Event description:
The customer reported via phone call that they received a no delivery alarm. The customer stated the issue occurred when they were in the process of filling their new infusion set. Customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change and reservoir change in the past. Customer reported the no delivery alarm occurring during a manual prime. The customer was unable to troubleshoot at the time of the call. The customer will be returning their infusion set for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.